Manufacturer narrative:
The customer found the r1 alinity c-series reagent probe to be bent and replaced the part, which resolved the issue. No additional result issues have been reported since part replacement. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. A review of trending data associated with the alinity c-series reagent probe did not identify any trends. A review of complaint and trending data for the clinical chemistry systems did not identify any similar issues as described in the complaint. Review of manufacturing documentation did not identify any potential non-conformances or nonconformances for the alinity c-series reagent probe. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, (B)(6). Corrected information in section b3 date of event. Correct date is 11/24/2025.

Event description:
The customer observed a falsely elevated sodium result generated on an alinity c processing module for a 53-year-old female patient. Sid (B)(6) initial result = 164 mmol/l, repeat result = 141 mmol/l. There was no impact to patient management.

Event description:
The customer observed a falsely elevated sodium result generated on an alinity c processing module for a 53-year-old female patient. Sid (B)(6), initial result = 164 mmol/l, repeat result = 141 mmol/l. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not provided.